Manufacturer narrative:
(B) (4). Physio-control is anticipating the battery return to the manufacturing facility. Physio continues to investigate the reported issue. A replacement battery was provided to customer. Physio-control will submit a supplemental report on this event to FDA as provided by 21 cfr 803.56.

Event description:
Customer reported that while discharging a relatively new, manufactured the 19th week of 2009, lithium sulfur dioxide non-rechargeable battery pak, it popped with a loud noise, and there was a bad smell on day four. Physio-control's operating instruction specify customer insert the provided battery discharger on used non-rechargeable battery, and waiting seven days before recycling or disposing the battery. There was no report of pt use associated with event.